Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had some issues with the drains becoming disconnected at the "y" part of the hook up. They want to insure that they were putting them together on the sterile field in the operating room correctly on insertion. They had heard of some cutting the end at an angle to help with the ease of this connection and some who did not cut the end at all. Also asked for the preferred method the manufacturer was suggesting to help decrease the amount of disconnects. Representative stated that the y connector allowed for the tube to be inserted into it and should not require cutting. Customer stated that the tubing was coming out of the, ¿y¿ connector once the patient was up on the floor. This was one of 3 safety events placed that week. Patient hemovac came disconnected when getting up to go to the bathroom. These could not be wiped clean and reattached. Patient would need to go back to surgery to have new drain placed, or drain needed to be pulled. Drain was pulled. Physician assistant was at bedside to assess and dressed incision after removal of drain. Surgical team struggles to get the tubing into the y connector. Physician assistants had opted to cut the tubing to aid in insertion to the y connector. Currently the team had been asked to reinforce connection with tape to prevent tube from coming out of the y connector. Customer were looking for guidance on what best practice should be and if they were not to cut the tubing, how are they to effectively insert it. Also stated that there was significant resistance and difficulty with insertion.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "dimensions of tubing not to specification". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "I. Device description: the davol® 400 cws closed wound suction evacuator kits contain wound drains and evacuators. Wound drains are made up of silicone or pvc materials; they are round shaped with perforations. They are packaged with a trocar. 400 cc evacuators are made up of pvc materials. Clear evacuator sidewalls with volume calibrations facilitate examination and measurement of drainage fluid. Ii. Indications for use: wound drains are used to remove exudates from wound sites. Iii. Contraindications: do not use for chest drainage. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): drain to y-connector. Y-connector to suction source. 9. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. V. Warnings: 1. An effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. 2. Blood collected using the evacuator must not be re-infused. 3. Do not use in patients who are allergic to materials used in bard® drain products. 4. Do not bypass or inactivate the anti-reflux valve. 5. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. 6. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had some issues with the drains becoming disconnected at the "y" part of the hook up. They want to insure that they were putting them together on the sterile field in the operating room correctly on insertion. They had heard of some cutting the end at an angle to help with the ease of this connection and some who did not cut the end at all. Also asked for the preferred method the manufacturer was suggesting to help decrease the amount of disconnects. Representative stated that the y connector allowed for the tube to be inserted into it and should not require cutting. Customer stated that the tubing was coming out of the, ¿y¿ connector once the patient was up on the floor. This was one of 3 safety events placed that week. Patient hemovac came disconnected when getting up to go to the bathroom. These could not be wiped clean and reattached. Patient would need to go back to surgery to have new drain placed, or drain needed to be pulled. Drain was pulled. Physician assistant was at bedside to assess and dressed incision after removal of drain. Surgical team struggles to get the tubing into the y connector. Physician assistants had opted to cut the tubing to aid in insertion to the y connector. Currently the team had been asked to reinforce connection with tape to prevent tube from coming out of the y connector. Customer were looking for guidance on what best practice should be and if they were not to cut the tubing, how are they to effectively insert it. Also stated that there was significant resistance and difficulty with insertion.